Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. A review of the logs confirmed the error. However, the cause could not be duplicated in testing. Customer reports no patient information available.

Event description:
The hospital reported a malfunction during a case resulting in the loss of mechanical ventilation. There was no report of patient injury.